Event description:
It was reported that when using the bd pyxis¿ es server, orders from epic were not crossing to pyxis. An error message indicated, "patient orders may not be current." The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the order crossing likely to be raised from the electronic privacy information center (epic). A technical support specialist (tss) dialed into the server and verified no communication issues between carefusion coordination engine (cce) and the server. Checked health sight viewer (hsv) for errors. Customer was contacted and advised involving hospital information technology (it) team, as the issue appeared to be from the epic side. No response was received after multiple follow-ups, and tss proceeded to close the case.